Event description:
It was reported that the nurse stated neonate coded and did not make it, but they were trying to determine what occurred during therapy. Nurse stated they were caring for a neonate that was on the arctic sun device. They were trying to determine what may have happened during therapy. Therapy was initiated around 1500 and patient reached target 33.5c around 1600. Over the following two hours, the patient¿s temperature began to drop and got down to 32.1c. Their protocol was against using the radiant warmer, however they decided to use it for this case. They turned the radiant warmer on at 1641, patient temperature (pt) was then 31.4c. Patient reached targeted temperature (tt) within 17 minutes but ended up warming past target. They turned the radiant warmer off and at 1800, patient had dropped to 32.7c. Nurse was asking why this may have happened. Informed nurse they would want to know what the flow rate and water temperature was. Nurse was unsure what the water flow rate (wfr) was but knows the water temperature (wt) was 40c. Discussed flow rate and correlation to heater function. If the water temperature (wt) was 40c, the water flow rate (wfr) would have likely been in a normal range for neonatal pads or adequate for therapy. Informed nurse the warmest the water can reach was 40c. The device was responding appropriately and would not have been able to make warmer water to try to warm the patient to target. The patient temperature dropping below target was a patient related factor and not a device issue. They would typically recommend referring to their protocol for any counter warming measures allowed or discussing with the provider. Explained some nicu's did not allow the radiant warmer during therapy, others may utilize it. They also suggest warm blankets, bair hugger, warm room temperature, etc, and making sure the pad was tacoed around the baby with no blanket between the pad and baby's skin. Using counter warming measures were not contraindicated and can help patients who was losing more heat. It was their clinical judgement how to adjust the temperature of the radiant warmer. Informed nurse when the patient went above target, this was overshoot from both devices. The arctic sun device water temperature should have slowly dropped to counter for the additional heat but can take a little time. Nurse asking if there was a way to know what the flow rate was. Discussed downloading case data, nurse stated they will have biomed assist with this tomorrow. The csv file was received via email on (B)(6)2025. Additional follow ups were attempt via phone and email on (B)(6)2025 with no response received. Despite good faith efforts, no additional information is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. The data was evaluated. The arctic sun device appeared to respond appropriately when patient temperature was periodically above target by producing cold water to help maintain target temperature. No repairs were made, as the device was not returned. A review of the risk document, (B)(4), was performed for this investigation. The reported event is addressed in step # d113. Based on this review the risk is within the expected range. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated neonate coded and did not make it, but they were trying to determine what occurred during therapy. Nurse stated they were caring for a neonate that was on the arctic sun device. They were trying to determine what may have happened during therapy. Therapy was initiated around 1500 and patient reached target 33.5c around 1600. Over the following two hours, the patient¿s temperature began to drop and got down to 32.1c. Their protocol was against using the radiant warmer, however they decided to use it for this case. They turned the radiant warmer on at 1641, patient temperature (pt) was then 31.4c. Patient reached targeted temperature (tt) within 17 minutes but ended up warming past target. They turned the radiant warmer off and at 1800, patient had dropped to 32.7c. Nurse was asking why this may have happened. Informed nurse they would want to know what the flow rate and water temperature was. Nurse was unsure what the water flow rate (wfr) was but knows the water temperature (wt) was 40c. Discussed flow rate and correlation to heater function. If the water temperature (wt) was 40c, the water flow rate (wfr) would have likely been in a normal range for neonatal pads or adequate for therapy. Informed nurse the warmest the water can reach was 40c. The device was responding appropriately and would not have been able to make warmer water to try to warm the patient to target. The patient temperature dropping below target was a patient related factor and not a device issue. They would typically recommend referring to their protocol for any counter warming measures allowed or discussing with the provider. Explained some nicu's did not allow the radiant warmer during therapy, others may utilize it. They also suggest warm blankets, bair hugger, warm room temperature, etc, and making sure the pad was tacoed around the baby with no blanket between the pad and baby's skin. Using counter warming measures were not contraindicated and can help patients who was losing more heat. It was their clinical judgement how to adjust the temperature of the radiant warmer. Informed nurse when the patient went above target, this was overshoot from both devices. The arctic sun device water temperature should have slowly dropped to counter for the additional heat but can take a little time. Nurse asking if there was a way to know what the flow rate was. Discussed downloading case data, nurse stated they will have biomed assist with this tomorrow. The csv file was received via email on 13-jan-2025. Additional follow ups were attempt via phone and email on 13-jan-2025, 17-jan-2025, and 22-jan-2025 with no response received. Despite good faith efforts, no additional information is available. Per additional information received via email on 30-jan-2025, the clinical nurse specialist (cns) reported that the patient was born at that facility and was less than one day old. The patient¿s diagnosis was hypovolemia; there was a severe incident in the delivery room that caused the baby to lose a lot of blood. Cord gas at and post-delivery were very poor. The decision to cool with the arctic sun device was made based off the cord gas results. Therapy on the arctic sun device was initiated on (B)(6) 2025 at 15:58. The patient¿s temperature at the beginning of therapy was 36.6c. One alarm occurred during therapy at 17:12: alarm 11 (patient temperature 1 below low patient alert). The radiant warmer was turned on when the patient¿s temperature got down to 31.6c at 17:38. The patient¿s temperature went up to 34.0 at 18:28, and the radiant warmer was turned off. The patient coded during therapy, but the exact time of the code was unknown. The patient passed away due to severe hypovolemia. When asked if there was any patient impact during arctic sun therapy, the cns stated this was a difficult question to answer because there was so much happening for this patient while therapy was being delivered. This was a difficult patient to keep at the target temperature (wanted to be colder than target). They had to initiate the radiant warmer to help warm to target. An internal unit debrief was conducted, and the cns reported there was nothing they could have done differently for this patient. They will not be changing their protocol or policy (or programming on the device) at this time.